Event description:
It was reported that pump experienced malfunction with code 24 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it to tandem within 10 days using provided materials, and was informed that replacement pump would have updated software and would require reprogramming of pump settings and reconnection of cgm, and technical support arranged shipment of replacement pump under warranty.